Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that predilatation was performed prior to deployment of the stent. A distal edge dissection was noted after deployment of the 3.0 x 28 mm xience v stent that was treated with another xience v stent. No discharge date was provided. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident. Dissection, as listed in the xience v IFU and ram, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Dissection can be influenced by lesion characteristics, procedural technique, and product size selection. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined.